Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed for the recurrent mitral regurgitation (mr). It was reported that the mitraclip procedure was performed on (B)(6) 2010 reducing mr from grade 4 to grade 2. Four years later, the patient had severe mr, grade 4, on (B)(6) 2014 found via echocardiogram. No treatment was performed. An echocardiogram on (B)(6) 2014 showed the mr was grade 3 to 4. The patient had atrial tachycardia on (B)(6) 2015. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of worsening mr and the reported arrhythmias (atrial tachycardia) as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported patient effects of atrial tachycardia and recurrent mr could not be determined. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed 30-day medical device report, information received indicates the patient had a second mitraclip procedure on (B)(6) 2015 reducing mitral regurgitation (mr) grade from severe to moderate with one additional clip. No additional information was provided.